Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same patient as MFR report #: 2134265-2011-01656, 2134265-2011-01657, 2134265-2011-01658. It was reported that following a coronary stenting treatment procedure, the patient experienced thrombosis and a myocardial infarction (mi). The 2.25x28mm taxus liberte stent was placed in the right posterior descending artery (r-pda). In (B)(6) 2010, the patient was admitted due to current q-wave nstemi (killip classification I) and cardiac catheterization was recommended. Angiography revealed a 100% restenosed and thrombosed, 2.0x24mm target lesion located in the right posterior descending artery (r-pda). Treatment consisted of an aspiration thrombectomy, pre-dilation and the placement of two overlapping taxus liberte study stents (2.5x8.0mm, 2.25x28mm) resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.